Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging he was unable to test on his onetouch ultra2 meter because it powers off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient stated that the issue has been intermittent for the past few months and as a result of the alleged issue, he has been to the hospital twice for hypoglycemia. The patient reported that he tests his blood glucose 7 times a day. The patient reported that he is currently taking a combination of medications including novolog 4 injections (unknown dose) per day based on carbohydrate intake and meter readings and lantus 90 units at night. The patient denied making any changes to his usual diet, activity level or medications on the day of the alleged issue. On (B)(6) 2012, the patient reported he was able to perform his first test at 9am as usual and obtained a blood glucose result of "112mg/dl." The patient reported taking his usual dose of novolog and ate breakfast. The patient reported he attempted to test at lunchtime and was unable to obtain a reading. The patient reported he took his novolog insulin (unknown dose) and adjusted based on his carbohydrate intake. However, around 3:00pm on (B)(6) 2012 just before his afternoon test and snack time, he developed symptoms of "shortness of breath, leg pain, rapid heartbeat, dizziness, and was sweaty and clammy." He attempted to test at 3:00pm and was unable to. The patient reported that he did not have his back up meter available. The patient stated his wife came home at 4:00pm and found him to be sweaty and very clammy. She did not attempt to check his blood glucose with his back up meter and transported him to the hospital between 4:00-4:30pm. By 4:30pm, the patient stated a lab test was performed, but he couldn't recall the result. The patient reported that he was treated by the healthcare professional (hcp) between 4:30 and 5pm with an unknown sugar drink and his diabetic symptoms abated within 15 minutes. The patient reported having a rapid heartbeat, shortness of breath and was IV fluids. The patient was diagnosed with peripheral vascular disease, and was released after 6 days. During the time of troubleshooting, the cca was able to resolve the alleged issue with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient alleged he was unable to test due to the alleged issue, developed symptoms suggestive of hypoglycemia, and required medical intervention by an hcp.

Manufacturer narrative:
Follow-up ((B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.